Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support the patient experienced oozing at the impella access site. The medical staff noted the knee immobilizer was pulling on the site and was adjusted to alleviate the oozing. It was also noted during this time that the patient's activated partial thromboplastin clotting time (aptt) was >100 seconds with a target of 60 seconds, the heparin was discontinued temporarily as a result. The bleeding resolved with no further intervention. The patient also experienced red urine, hemolyzed labs, and evidence of acute kidney failure with elevated kidney lab values . The pump was repositioned and urine cleared, but later on red urine was noted. The pump was turned down, and urine began to clear. There was insufficient information provided to determine if the patient was treated further for the hemolysis experienced while on support.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.